Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2013 and (B)(6) 2014 due to recurrent ventral incisional hernia. Other procedure is captured under separate file. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional information: a1.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.